Manufacturer narrative:
The reported field events of inadequate capture and device migration were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported events could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing threshold was observed on the device. Device migration was noted. Physician elected to explant and replace the device. No further information.